Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was not vibrating. The customer's blood glucose level at the time of incident was 115mg/dl. Troubleshoot was conducted and the pump did not vibrate during testing. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to vibrate during self-test due to broken vibrator black wire. However, the insulin pump passed idle current test, run current test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The insulin pump had minor scratched display window and cracked reservoir tube lip.